Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak at the connection point. The event occurred while in use with patient at the hospital. There was patient involvement and no patient harm was reported.